Event description:
It was reported that eight days post implant that the ventricular capture management (vcm) feature of the device had not adjusted the output downward. It was indicated that it was a chronic lead that had thresholds of less than 1 volt at the time of the device implant but the remote monitoring transmission indicated the device output was at 5 volts. It was noted that the lead had no history of issues and that the adaptive phase of the device vcm was off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.